Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27375. It was reported that the asymptomatic patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing. The episodes were initially thought to be caused sensing noise exhibited by the right ventricular lead. However, upon further evaluation the episodes were likely the result of post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition and will continue to be monitored.